Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the device needed a setscrew adjustment and as per x-ray rv(right ventricular) pace/sense lead is not fully inserted in the header block. It also was further reported that the lead integrity alert triggered due to oversensing on the right ventricular lead. The device is still in use. The right ventricular lead is still in use. No patient complications were reported as a result of this event.